Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, the copilot was drawing air into the manifold syringe. Another copilot was used to continue the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was reported.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, a visual and dimensional inspection was performed on unused/sterile units from the same part and lot number. The inspection found no abnormalities. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.